Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm. The insulin pump was monitored in 50 c oven for several days and there was no software error alarm. The insulin pump was received with cracked belt clip slot, cracked reservoir tube lip, scratches on the lcd window, torn keypad overlay, scratches on the keypad overlay, scratches on the case, scratches on the reservoir tube window and cracked battery tube threads. The insulin pump was received without the original belt clip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and software error alarm. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose with a manual injection. Customer declined to troubleshoot their high blood glucose levels due to their reservoir running low at night. Troubleshooting for the software error was performed. Customer advised the alarm occurred after pressing the act button while a bolus was delivering. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.